Event description:
It was reported that the customer was hospitalized for high blood glucose levels, with a reading of 439 mg/dl. Prior to the event, the customer was hospitalized for a non-diabetes related issue and was on medication. The customer also stated that she is a brittle diabetic. Troubleshooting was performed and the customer found that the insulin pump time had reset. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.